Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11301. It was reported that rotawire was broken. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were advanced to treat the target lesion. During the procedure, ablation was performed five times with 190,000 rpms each moving back and forward. When the rotawire was removed from the patient's body, it was noticed that the wire broke due to tension overload. The procedure was completed with this device. No patient complications were reported and patient's status was good.